Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a 206320 duraseal exact spine sealant system was set up correctly for a lumbar decompression procedure on (B)(6) 2019. However, when sprayed, it never gelled up. There was no patient injury noted. Additional information received on 18mar2019 stating that the patient was prepped for a lumbar discectomy procedure. There was a three (3) minutes surgery delay however, no patient impact due to the delay.

Manufacturer narrative:
The device was not returned for evaluation as such only a DHR review could be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be reliably determined, as there is no way to reliably determine why the reported condition occurred. However product simulation/replication was performed by the manufacturing plant on a different lot kit for the same product family. Conclusion from possible replication: if delivery of product is interrupted the spray tip will get plugged. The reported complaint was not confirmed and root cause could not be reliably determined.

Event description:
N/a